Event description:
It was reported that the customer had difficulty programming a bolus. The customer was unable to proceed past the bolus menu. Assisted customer with turning off block and customer was able to program a bolus. Three days later, a nurse reported that the customer was hospitalized for high blood glucose. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test and high-pressure test were performed. Instructed customer to change the infusion set and use manual injections as per md protocol.